Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with chest pain and dyspnea. Tests showed an elevated white blood cell count and the patient was prescribed antibiotics to treat a possible surgical site infection. An echocardiogram also demonstrated a small pericardial effusion without tamponade. The patient will continue to be monitored and the cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.